Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and insulin injections were administered. The customer was hospitalized for diabetic ketoacidosis (dka). The customer did not recall the hospital treatment and was discharged on (B)(6) 2017. High bg and dka were resolved. The hospital physician thought the pump was the cause of the event and the customer thought that stress was the cause. As the event had occurred in the past, troubleshooting with the pump to determine if it or the supplies was the cause could not be performed.